Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, while walking with the rollator the "leaver that stops front wheel, tore off a 2 x 2 piece of skin". The customer reported she was on her way to the emergency room for an unrelated issue when the incident occurred. The customer reported the area was bleeding "profusely". The customer reported the emergency room treated her skin tear with an "antibiotic cream", bandaged the skin, and administered a "tetanus shot". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, while walking with the rollator the "leaver that stops front wheel, tore off a 2 x 2 piece of skin".